Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced halos at night and the patient's neuroadaptation was extremely poor. The iol was exchanged. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other similar complaint reported in the lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).